Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
It was reported that a patient presented with a new instance of post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Correction: h6: codes should reflect product not returned.